Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, false pause episodes caused by undersensing was observed. The patient will be monitored.

Event description:
Additional information received notes that the patient was doing good and was asymptomatic.